Manufacturer narrative:
Pump user guide states "always remove all air bubbles from the system before beginning insulin delivery. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 600 mg/dl with an unknown cause. Bg was addressed by administering a bolus and completing an infusion set change. Reportedly, the customer did not complete the fill tubing/cannula sequence after changing the infusion set. Tandem technical support assisted the customer with filling the tubing and cannula, and the customer was able to successfully resume insulin delivery on the pump. Multiple contact attempts were made by tandem technical support to ensure that the elevated bg was resolved; however, the customer did not respond.